Manufacturer narrative:
Patient age not available from the site. A medtronic representative inspected the navigation system onsite and found that the system was making noise and not holding a charge. The imaging system was transferring and the system shut down. There was a series of clicking sounds and a blue blinking power light. Both a battery and new uninterruptible power supply (ups) were installed and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect battery and ups were returned to the manufacturer for evaluation. The battery was tested and no problem was found. The returned ups was then tested with a good battery. The ups was able to power up with the power switch but did not start immediately and reportedly turned slower than normal. The ups was able to switch between ac and battery power but was not able to recharge the battery.

Event description:
A medtronic representative reported that while in a spinal fusion case, the navigation system shut off during a spin. The site attempted to restart the system but it would not power on. The blue light power switch was blinking but the system did not turn on. There was a reported delay to the procedure of less than 1 hour due to this issue and no reported impact on patient outcome. The case was completed without the navigation system. No additional information available.

Manufacturer narrative:
Patient age received.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.